Manufacturer narrative:
Literature citation: atsufumi nagahama, misao nishikawa, seiya masamura, yuki ohata, toshiyuki kawashima, hiromichi ikuno"patient outcomes of spinal stabilization (x-stop insertion) for lumbar canal stenosis". Mean age: 74.5 years. Pt gender: 5 females, 30 male. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that total of 35 patients underwent spacer surgery for lumbar spinal canal stenosis. As postoperative complications, one of them underwent laminectomy due to worsening of neurological symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.